Manufacturer narrative:
(B)(4). Eval results and conclusions: (root cause of event is unable to be determined. (Failure to deliver the stent).

Event description:
The physician was attempting to implant a 2.75 mm diameter x 30 mm length endeavor sprint rapid exchange (rx) drug-eluting stent to treat a lesion in a pt. It was reported that the stent could not cross the lesion and the device was removed. Pt status post procedure was stable and no clinical sequelae were reported. Device eval: the device was returned to the mfg facility for eval. The device had detached approximately 18.4cm distal to the guidewire entry port. The distal portion of the device was returned with the stylette and protective sheath in the device. The distal end of the protective sheath was torn and deformed. The distal outer tubing was stretched and severely damaged. A number of struts on the mid stent segments were misaligned. There was a gap evident between the 1st distal segment and the distal inner shaft marker. The 1st proximal segment was overlapping the proximal inner shaft marker.